Event description:
It was reported patient underwent a revision procedure one year post implantation due to implant fracture and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, b4, b5, b6, b7, d2, d10, e1, e2, g1, g3, g6, h1, h2, h6 correction: a3 d10 - medical product: ps persona vivacit ¿ e 10mm xlpe catalog # unknown lot # unknown patellar component catalog # unknown lot # unknown palacos r+g antibiotic loaded cement catalog # unknown lot # unknown. 6s trabecular metal femur press fit catalog # unknown lot # unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a tibia being removed during a revision surgery. One post on the tibia was seen to be broken. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided but not reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure one year post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: health effect - clinical code - failure of implant is n/a which was reported on initial report. Reported event was confirmed by review of medical records provided. Additional information does not affect the root cause. Medical records review indicates that pain, limp, unstable, loose and fractured tibia, fibrous tissue removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.